Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2012. On or about (B)(6) 2017 he started experiencing discomfort. His doctor informed him that he has high level of cobalt in his system.

Manufacturer narrative:
Reported event regarding pain and elevated cobalt levels involving a abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received/ device were implanted. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated cobalt levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2012. On or about (B)(6) 2017 he started experiencing discomfort. His doctor informed him that he has high level of cobalt in his system. Update: claimant underwent right hip arthroplasty on (B)(6) 2012, and was implanted with an abgii modular hip. He was revised on (B)(6) 2022, due to alleged increasing pain and elevated cobalt levels.